Event description:
The fixture with attached abutment was returned. Sla surface treatment was confirmed. Evidence of osseointegration was observed. The visual examination was acceptable. The doctor reported on form f1060, rev 8 that the returned fixture was fxs3612c lot c15lb739s. The related sales order #(B)(4) confirmed that fx3610swc lot g20nb641s was ordered and shipped. This was confirmed with (B)(6), rda, from (B)(6) oral's office by dentium staff mk. There was no mingling issue. The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 8 months after implant placement. The patient's x-ray was provided. The bone quality was type ii. The oral hygiene around implant site was good. Bone resorption was found during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.